Event description:
The customer reported that they were unable to deliver transcutaneous pacing with this device during a pt event. The pt then required defibrillation. The pt was shocked, the rhythm converted and the pt was reported to be in critical condition. The impact of the device behavior has not yet been reported by the customer.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.